Event description:
Study. It was reported that post an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, itching and abdominal pain occurred. The wallflex biliary 40mm x 10mm stent had been implanted for palliation of a biliary obstruction due to underlying stage iii gallbladder carcinoma. Approximately 2 weeks post procedure, the patient returned for routine follow-up and reported itching and right upper quadrant (ruq) pain that began 8 days post procedure. It was noted that the events were reported as "progression of underlying malignancy", however, the physician noted that the possibility of the "events being device-related could not be ruled out". The event was recorded as "possibly" related to the device and "possibly" related to the treatment procedure (ercp). The event was considered mild in severity. No action was taken and the event resolved without sequelae approximately 2 weeks later. The patient completed study follow-up 6 months later without re-intervention.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.